Event description:
While attempting to defibrillate a patient (age & gender unknown) the device displayed "status 56". Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant was unsure if the device would be returning for evaluaiton.